Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified left anterior descending artery (lad). It was indicated this was a high risk percutaneous intervention (pci) as the lesion was heavily calcified and the lesion was uncrossable with an unspecified balloon. The lad was wired with a non-abbott wire and exchanged for a viperwire guide wire. Upon passing the oad to the proximal lad in glideassist mode, the oad crown stalled and got stuck, proximal to the balloon uncrossable lesion. The oad crown was retrieved with manual traction with non-abbott catheter support and the oad was cut at the handle to successfully remove the device. The lad was re-wired with a non-abbott wire and exchanged for a viperwire guide wire. A new oad was used to successfully advance to the proximal lad. After seven treatments from proximal to distal, the oad crown jumped forward, stalled and became stuck again beyond the calcific segment. Several attempts were made to retrieve the oad, however, this was unsuccessful. The oad crown and viperwire spring tip fractured and remained lodged in the mid to distal lad. The procedure was abandoned and the patient was sent for urgent coronary artery bypass graft surgery (CABG). The fractured components were able to be retrieved during surgery. The patient was in stable condition. The vessel diameter was 3.0mm. The length of the fractured portion of the oad was about 10mm and the length of the fractured portion of the viperwire was 10-15mm.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported unexpected shutdown was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unexpected shutdown appears to be related to circumstances of the procedure. The oad was returned with the driveshaft fractured at the proximal edge of the crown. Sem analysis of the driveshaft fracture identified evidence of fatigue indicating that the fracture occurred while spinning in an elevated stress condition. Engineering review of the device data log shows 3 spin attempts ending in a stall. Due to the reported stuck crown, it is hypothesized that the 3 final spin attempts were done while the crown was stuck, and ending in a stall as the data log shows. The fracture may have resulted from these attempted spins while stuck combined with force used during attempted removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h2, h3, h6.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional orbital atherectomy device and viperwire guide wire referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified left anterior descending artery (lad). It was indicated this was a high-risk percutaneous intervention (pci) as the lesion was heavily calcified and the lesion was uncrossable with an unspecified balloon. The lad was wired with a non-abbott wire and exchanged for a viperwire guide wire. Upon passing the oad to the proximal lad in glideassist mode, the oad crown stalled and got stuck, proximal to the balloon uncrossable lesion. The oad crown was retrieved with manual traction with non-abbott catheter support and the oad was cut at the handle to successfully remove the device. The lad was re-wired with a non-abbott wire and exchanged for a viperwire guide wire. A new oad was used to successfully advance to the proximal lad. After seven treatments from proximal to distal, the oad crown jumped forward, stalled and became stuck again beyond the calcific segment. Several attempts were made to retrieve the oad, however, this was unsuccessful. The oad crown and viperwire spring tip fractured and remained lodged in the mid to distal lad. The procedure was abandoned and the patient was sent for urgent coronary artery bypass graft surgery (CABG). The fractured components were able to be retrieved during surgery. The patient was in stable condition. The vessel diameter was 3.0mm. The length of the fractured portion of the oad was about 10mm and the length of the fractured portion of the viperwire was 10-15mm.